Event description:
A surgeon reported that the shunt was touched to the iris on postoperative day one. There was no harm to the pt and the shunt remains implanted.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no other similar complaints reported in the lot number. (B)(4).